Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the patient¿s cgm was reading 300 mg/dl, and the bg meter reading was 450 mg/dl. The patient had increased thirst and was vomiting. The patient self-treated with 5 units of insulin and then her mother took her to the emergency room. At the ER, the patient¿s bg meter reading was taken, but the specific value could not be recalled. The patient was diagnosed with diabetic ketoacidosis (dka); however, the reporter could not recall all the medications / treatment the patient was provided. The patient was ¿okay¿ and still in the hospital at the time of report and may be discharged in the evening on the day of report (the patient had already been in the hospital for 7 days up until the time of report). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.